Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image turned black and returned after a few seconds and the image turned black and did not return, it also had scope communication error e226 during an unspecified cholecystectomy procedure involving an olympus video system center. There was no patient injury reported.